Event description:
The pt reportedly hit their head in april 2005. Sometime after the incident, the pt was unable to use the device due to swelling around the implant site. An xray showed that the magnet was displaced. The pt also reportedly has a wound along the incision line that has not healed. The surgeon reportedly may revise the incision during surgery to replace the magnet.